Event description:
It was reported that the patient presented in clinic with noise over-sensing on their atrial lead. It was noted that inappropriate mode switch and under-sensing occurred. During generator change, it was further found that the patient's atrial lead had sustained insulation damage. The lead was attempted to be repaired during procedure on (B)(6) 2023, however noise was still present. The lead was attempted to be replaced but could not be due to lack of venous access. The new pulse generator was reprogrammed to minimize the noise. The patient was stable.